Event description:
The pt experienced twitching at the pocket and stimulation in the head and down the back. It is unk when these symptoms began, however, the pt experienced several falls (unspecified). Troubleshooting revealed impedances were not normal for all components. The pt was reprogrammed (programming changed from unipolar to bipolar); the pt was reported as doing well following this change. A f/u will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).